Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms with their insulin pump, leading to blood glucose levels exceeding 600 mg/dl. The occlusion issues impacted the customer's blood glucose, as there were instances when levels rose significantly. The customer addressed the high glucose by taking corrective insulin injections manually and attempted various troubleshooting steps, such as changing supplies and sites, but the problem persisted daily. As a result, technical support recommended replacing the pump after exhausting all troubleshooting measures, and arrangements were made for a replacement pump to be sent. Customer will continue to use current pump for insulin therapy.